Event description:
Boston scientific received information that this patient's home monitoring equipment detected a low out-of-range (oor) shocking impedance for this patient's right ventricular (rv) lead. The physician is aware of this oor impedance, and stated he believes the patient was welding at the time of this reading, it is believed that this is a one time anomaly. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.